Manufacturer narrative:
Concomitant medical products: d384trg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had insulation damage and possible cable externalization. During the procedure to explant the lead, all of the leads had to be explanted as they were grown together. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.